Event description:
The patient reported stimulation/paresthesia in the wrong location. The implantable neurostimulator (ins) had not worked since implant and the patient was now experiencing stimulation in her hand, which caused her fingers to jerk and "sends signals to arm real quick." There were no trauma or falls reported that could be related to the issue. She had reprogramming performed with a manufacturer representative (rep). The reprogramming was not effective. She had seen an image with a phone before that appointment, but the patient did not know the code that appeared with it. She had spoken with a rep before the reprogramming session about the issues. The patient was to follow up with the healthcare professional. It was further reported the left ins was hurting her back. The indication for therapy was lumbar radiculopathy and spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.